Event description:
It was reported that no alert sounds were heard when the pump was disconnected from the central line. A new pump was required. The expiration date, return tracking information, photographs, pump position during the alarm, set flow rate, volume delivered, product lot, and expiration were unknown. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. A service history review (shr) was unable to be performed as no serial number was provided.